Manufacturer narrative:
Findings: unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating that the rubber piece where the reservoir secures was missing on their insulin pump. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.